Event description:
It was reported there was oversensing. When the device was interrogated 6 days later, no oversensing was indicated. The physician decided to implant a new lead. When the new lead was connected to the device, the hvb and svc impedance was less than 200 ohms. By unscrewing the hvb/svc pin, "the screw comes out with the wrench key." The device was then also replaced. Acceptable measurements and sensing were obtained with the new system. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. A second setscrew was found lodged in the grommet. That setscrew was removed and the original setscrew was found properly installed. The original setscrew functioned properly. No anomalies found; full lead returned and analyzed. Other: it was reported there was oversensing. When the device was interrogated 6 days later, no oversensing was indicated. The physician decided to implant a new lead. When the new lead was connected to the device, the hvb and svc impedance was less than 200 ohms. By unscrewing the hvb/svc pin, "the screw comes out with the wrench key." The device was then also replaced. Acceptable measurements and sensing were obtained with the new system. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event, oversensing, impedance, low.